Manufacturer narrative:
Additional information is pending and will be provided upon receipt.

Event description:
It was reported that a repositioning took place due to a perforation when it comes to this right ventricular (rv) lead, after repositioning good pacing and sensing was seen. Additionally an inquiry was sent to technical services (ts) as it appeared there was rv pacing, when the device was programmed to left ventricular lead only. Ts noted that this was a benign observation of the updated auto lead detect algorithm function, and the sensed signal was related to the algorithm. Ts noted that the auto lead detect function was still searching for a normal rv impedances. No addition adverse patient effects were reported.